Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reaction") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy + bi-s). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage and hypersensitivity had resolved and the psychological trauma outcome was unknown. The reporter considered genital haemorrhage, hypersensitivity, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted:date(s) of insertion: (B)(6) 2010, (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Event injury was updated and new events: pelvic pain, psych injury, abnormal bleeding, allergic reactions were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reaction") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy + bi-s). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage and hypersensitivity had resolved and the psychological trauma outcome was unknown. The reporter considered genital haemorrhage, hypersensitivity, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted:date(s) of insertion: (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.